Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal posterior tibial artery that was heavily calcified. The armada 18 percutaneous transluminal angioplasty catheter 3.0 mm/100 mm/150 cm would not cross due to the patient anatomy. When removed from anatomy to re-prep outside the anatomy, during flushing, the device was leaking from the strain relief. The device was not used and replaced with a new armada to successfully complete the procedure. There was no resistance reported during removal of the protective sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The leak was confirmed. The investigation was unable to determine a conclusive cause for the leak. The failure to advance was due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.